Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced a vaso-vagal response. A left atrial appendage (laa) procedure was performed. A watchman access system was inserted into the patient. There was not sufficient depth in the patient's laa, so they were unable to insert a watchman closure device and delivery system. The physician decided to abort the procedure because of this. As the patient was awaking from the anesthesia and being moved from the procedure table to the bed, they experienced a vaso-vagal response. The patient became asystolic and required a pacemaker implantation; however, it was removed. The patient is currently fine.